Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Retention samples were visually inspected with no issues noted. Leak testing was performed on the retention samples which did not reveal product issues; the samples met product specifications. The reported condition was not verified on the retention samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) flow regulator sets had liquid leakage on the flow restrictor. This was identified during setup/preparation. There was no patient involvement. No additional information is available.